Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", specific value was not provided. The customer addressed the elevated bg with a manual injection of insulin and reverted to an alternate method of insulin therapy.